Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered the customer attempted repair of the device. Internal inspection, observed the processor/bridge/pace board had a misaligned connector. The defib-monitor flex cable was reseated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pace device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.